Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "postoperative bone fracture and pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same patient (reference 0001825034-2016-02874 / 02877). Product requested, not yet received.

Event description:
Patient reported undergoing a right hip revision procedure approximately five years post-implantation due to alleged pain, discomfort and the presence of metal debris. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). This report is number 2 of 5 MDR's filed for the same patient (reference 0001825034-2016-02874 / 02877 and 03625).

Event description:
Patient reported undergoing a right hip revision procedure approximately five years post-implantation due to alleged pain, discomfort and the presence of metal debris. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. It was reported in medical records received that patient underwent a right hip revision procedure approximately 5 years post-implantation due to pain, leg length discrepancy, metallosis and tissue necrosis. During the procedure, the presence of a pseudotumor, muscle loss and fibrinous debris were noted. All components were removed and replaced, and a competitor cup and liner were used to complete the procedure.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products - m2a cup catalog#: 15-103682 lot#: 571240, m2a taper liner catalog#: 15-105044 lot#: 427030, low profile screw catalog#: 103534 lot#: 937510, femoral stem catalog#: 192513 lot#: 594030. The issue is addressed in the associated risk documentation. Reported event was able to be confirmed upon the review of medical records received. Visual examination of the device noted scratches on the articular surface. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.